Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low creatinine results generated by unicel dxc 800 pro clinical system. The patient original results were repeated and higher results were obtained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Controls pre and post event were within the lab's established ranges. A bci field service engineer (fse) replaced the creatinine module.